Event description:
It was reported that a spectrum infusion pump failed to recognize closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported 'does not recognize closed door' was not reproduced. A review of the event history log revealed a single occurrence of 'shut door - power off' alarm which verifies the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the link setup out of adjustment. The link and link switch will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.